Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the device actually did not need to be repaired. No problem was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.